Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the saber 5mm 4cm ruptured after being inflated within its nominal pressure. The saber device was replaced with another balloon catheter (non-cordis) and the procedure continued. There was no reported injury to the patient. This was a vaivt case. The device was discarded. Additional information was requested; however, the information was not obtained after multiple attempts.

Event description:
As reported, the saber 5mm 4cm ruptured after being inflated within its nominal pressure. The saber device was replaced with another balloon catheter (non-cordis) and the procedure continued. There was no reported injury to the patient. This was a vaivt case. The device was discarded. Additional information was requested; however, the information was not obtained after multiple attempts.

Manufacturer narrative:
As reported, the saber 5mm 4cm ruptured after being inflated within its nominal pressure. The saber device was replaced with another balloon catheter (non-cordis) and the procedure continued. There was no reported injury to the patient. This was a vaivt case. Additional information was requested; however, the information was not obtained after multiple attempts. The product was not returned for analysis as it was discarded. A product history record (phr) review of lot 82232923 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon burst-at/below rbp¿ could not be confirmed as the device was not returned for analysis. The exact cause could not be determined. Vessel characteristics, although unknown and procedural factors likely contributed to the reported event. However, with the limited amount of information available regarding lesion characteristics and without the return of the device for analysis it is difficult to draw a clinical conclusion between the device and the event reported. According to the warnings in the safety information in the instructions for use ¿prior to angioplasty, the catheter should be examined to verify functionality and integrity, and ensure that its size and shape are suitable for the specific procedure for which it is to be used. Do not use if product damage is suspected or evident. To reduce the potential for vessel damage or the risk of dislodgement of particles it is very important that the inflated diameter of the balloon should approximate the diameter of the vessel just proximal and distal to the lesion. The balloon dimensions are printed on the product label. The compliance table incorporated with the product shows how balloon diameter increases as pressure increases. Do not exceed the rated burst pressure recommended on the label. The rated burst pressure is based on the results of in vitro testing. (B)(4). Use of a pressure monitoring device is recommended to prevent over-pressurization. Pressure in excess of the rated burst pressure can cause balloon rupture and potential inability to withdraw the catheter through the introducer sheath. Balloon rupture can cause vessel damage and the need for additional intervention. Use only the recommended balloon inflation medium (a 50/50 mixture by volume of contrast medium and normal saline). Never use air or any gaseous medium to inflate the balloon.¿ neither the phr nor the information available suggests a design or manufacturing related cause for the reported event. Therefore, no corrective or preventive action will be taken at this time.